Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, treatment for, and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.